Manufacturer narrative:
(B)(4). Patient received two filters. Filter implanted (B)(6) 2008 is registred under (B)(4) - manufacturer report number submitted to FDA 3002808486-2016-00313. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received two cook celect filters on (B)(6) 2008 and (B)(6) 2009 at (B)(6) hospital in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿2nd filter implanted, shortness of breath, circulation issues in feet, neck pain, pain and suffering". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported "2nd filter implanted, shortness of breath, circulation issues in feet, neck pain, pain and suffering" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation the following allegations have been investigated: organ/vena cava (vc) perforation, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient alleges vena cava perforation and organ perforation. The patient further alleges anxiety. (B)(6) per a report from computed tomography; ¿findings: ivc filter: there are 2 ivc filter is present. There are 2 ivc filter is present. There are no broken or bent struts. There is no evidence of ivc stenosis. Superior filter: the apex of the superior filter extends into the intrahepatic portion of the ivc. The are multiple struts perforating the wall of the superior filter, as follows: right anterior lateral, 9mm; right posterior-lateral, 16mm within the right renal vein; left lateral, 17mm; left posterior-lateral, 21mm. Inferior filter: the inferior filter is tilted anteriorly, 21 degrees, with the apex touching the wall of the ivc. The apex of the inferior filter is at the level of the renal veins. There are multiple struts perforating the wall of the inferior filter as follows: anterior, 4mm; right posterior-lateral, 5mm, left lateral, 9mm, perforating the wall of the abdominal aorta; left posterior-lateral, 13mm, perforating the periosteum of l3.¿

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/03/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2009 via the jugular vein due to penetrating thrombus and recurrent pe after placement of a first filter on (B)(6) 2008. This first filter could not be retrieved so this second filter was placed. The plaintiff alleges shortness of breath, circulation issues in feet, neck pain, pain and suffering, and that he could not be operated on after a car accident because of the presence of these filters.